Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited over sensing. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.